Event description:
During a electrophysiological study and radiofrequency ablation procedure a intellanav mifi open-irrigated ablation catheter was selected for use. The irrigated tube was broken. The catheter was replaced. The procedure was completed without further complication. No patient complications were reported. The device is expected to return for analysis.

Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. Upon receipt at post market quality assurance laboratory the catheter underwent visual inspection which revealed that the irrigation extension tubing was found completely detached from the luer fitting at the adhesive joint, consequently confirming the reported clinical observations.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a electrophysiological study and radiofrequency ablation procedure a intellanav mifi open-irrigated ablation catheter was selected for use. The irrigated tube was broken. The catheter was replaced. The procedure was completed without further complication. No patient complications were reported. The device is expected to return for analysis.